Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the primary surgery was performed on (B)(6) 2025. After the surgery, the infection was suspected. The debridement was performed on (B)(6) 2026, (reported on (B)(4)) but the infection numbers did not improve. The removal surgery was performed on (B)(6) 2026, during the surgery, the stem was fixed and only the acetabular side was removed. The cement mold was placed and the surgery was completed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6a, d6b, d10 (concomitant), h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿it was reported that on an unknown date, the patient underwent bha with the products. The surgery was completed successfully without any surgical delay. After the surgery, the patient got infection and will be operated to remove all the products on jan 20, 2026. No further information is available.¿ product description:- j-fx bipol shell&28mmlinr/51mm. Product code:- 856751. Lot no:- d24023077. Quantity of manufactured:- (B)(4). Date of manufacturing:- 03/05/2024. Expiry date:- 02/28/2029. A manufacturing record evaluation was performed for the finished device product description: 856751 product code: 856751 lot no: d24023077, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 03/05/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 02/28/2029. Device history review: a manufacturing record evaluation was performed for the finished device product description: 856751 product code: 856751 lot no: d24023077, and no non-conformances / manufacturing irregularities were identified.